Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4) user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 143 and 178 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 134 mg/dl and 139 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is month of (B)(6) 2017. The code chip matches the test strips. Customer stated he is not concerned with the result of 156 mg/dl in the meter memory even though it was fasting; customer stated he had eaten a lot of carbs and knew it would be higher. The meter memory was reviewed for previous test result history: a 143mg/dl, (B)(6)2017 09:50 am, fasting:yes. A 178mg/dl, (B)(6)2017 08:47 pm, fasting:yes. A 129mg/dl, (B)(6)2017 09:46 am, fasting:yes. A 156mg/dl, (B)(6)2017 10:16 pm, fasting:yes. A 125mg/dl, (B)(6)2017 07:20 am, fasting:yes. Memory concerns:the customer is concerned with the result of 143 and the 178mg/dl in the meter's memory. The customer is calling regarding getting high results on the meter. He says he had eaten a lot of carbs and knew it would be higher.